Manufacturer narrative:
Additional information: x-ray review: intra-op imaging shows a vertical fragment of a pituitary broken. Instrument metal fatigue from extended use or operator error might be the root cause for this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: visual and microscopic examination confirmed dynamic jaw was broken off at the base of the shaft. The location, orientation and morphology of the fracture is consistent with lateral bend stress overload. After visual and optical evaluation, the observations are consistent with lateral bend stress overload. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was pre-operatively diagnosed with disc herniation at t8-9 and underwent discectomy. Intra-op, pituitary broke. Upper portion of the biting pituitary is in the disc space. No patient complications were reported as a result of this event.